Manufacturer narrative:
Date of the event is estimated. The event of lead explant and replacement due to high impedance was reported to abbott. The patient had a fall. Upon visual inspection, the leads appeared to be in the header. There was a fracture on one lead but it was hard to tell if that was pre-existing or if it was related to/caused by the procedure. Both new leads hooked back up to the ipg without issue and impedances were cleared. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer number: 3006705815-2020-31488. It was reported that the patient experienced ineffective therapy due to high impedances on one scs lead. On visual inspection, one lead was fractured near the ipg header but it was unknown if the fracture was pre-existing or occurred during the procedure. In turn, the patient underwent surgical intervention wherein both leads were explanted and replaced to address the issue. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.